Manufacturer narrative:
H.6. Investigation: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received this information. One photo was provided. The photo does not show material number or lot verification. The photo does show red cell hang-up and what appears to be fibrin. Sst¿ tubes should be filled to stated draw volume and mixed by at least 5 complete and gentle inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting time) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube. To assure a high quality specimens several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. When using a winged blood collection set for venipuncture, a discard tube must be used to fill the blood collection set tubing¿s ¿dead space¿ with blood. The discard does not need to be filled completely. The discard tube should be a non-additive or coagulation tube. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. In addition, drugs/medications can change the density of a blood specimen, further contributing to this reported condition. Bd was not able to identifiy a root cause for the indicated failure mode. Complaints received for this reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that after being centrifuged twice, clots occurred, and there was red cell hang up with tubes that were underfilled with an unspecified bd vacutainer® blood collection tubes. The following information was provided by the initial reporter, translated from portuguese to english: presence of blood fillet on the tube wall even though it has been centrifuged twice, in addition to the issue of our tube having a lower suction speed compared to the competitor, the samples go to a support laboratory. Additionally, on 4/4/2019 the bd sales consultant provided the following additional information: "I made a visit yesterday to the laboratory, because we had a complaint about the biochemistry tube, I talked to the client who reported his main complaint is the presence of blood on the wall of the tube even though it was centrifuged twice, besides the issue of our tube having a lower suction speed compared to the competitor, the samples go to a support laboratory (db). Our tube is calibrated; technical questions about lower risk of hemolysis that our product assists, the vast majority of collections in the laboratory are of the open type and the tube is perforated to transfer blood, a series of questions that I need to evaluate the routine to identify because these points I identified in the conversation ".

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that after being centrifuged twice, clots occurred, and there was red cell hang up with tubes that were underfilled with an unspecified bd vacutainer® blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: presence of blood fillet on the tube wall even though it has been centrifuged twice, in addition to the issue of our tube having a lower suction speed compared to the competitor, the samples go to a support laboratory. Additionally, on 4/4/2019 the bd sales consultant provided the following additional information: "I made a visit yesterday to the laboratory, because we had a complaint about the biochemistry tube, I talked to the client who reported his main complaint is the presence of blood on the wall of the tube even though it was centrifuged twice, besides the issue of our tube having a lower suction speed compared to the competitor, the samples go to a support laboratory (db). Our tube is calibrated; technical questions about lower risk of hemolysis that our product assists, the vast majority of collections in the laboratory are of the open type and the tube is perforated to transfer blood, a series of questions that I need to evaluate the routine to identify because these points I identified in the conversation".